Manufacturer narrative:
A revision will be performed to evaluate the connection. Once any add'l info becomes available, this report will be updated.

Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that a revision procedure was performed. It was confirmed that the electrode was not fully connected to the s-ICD. The setscrew of the s-ICD was stuck and the physician was not able to engage the setscrew to complete the connection. As a result, the s-ICD was explanted and successfully replaced with an ambien s-ICD. Induction testing was performed and was successful. The impedance measurement for the delivered shock was 55 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that the device setscrew was stuck in the up position as the result of a non-standard torque wrench being used during the initial revision procedure. The electrode still remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific rec'd inf that this subcutaneous implantable cardioverter defibrillator (s-ICD) that was initially implanted in (B)(6) 2014 was electively moved under the muscle on (B)(6) 2015 for cosmetic reasons and initial suspicion of an infection which was refuted. Several weeks later, the s-ICD was emitting tones as a result of a high shock impedance measurement. Manual testing was performed and yielded shock impedance measurements above 400 ohm's. All three sensing vectors were clear and free of any visible anomalies. A connection issue was suspected. A chest x-ray was performed but it could not be verified if the setcrew was fully engaged. A memory download was performed and sent to boston scientific technical svc (ts) for further assistance. A ts consultant reviewed the data a confirmed that the shock impedance measurement was 87 ohm's up until the day of the revision. After the procedure, the next automatic shock impedance measurements were out of range, indicating an open circuit condition. The ts consultant discussed actions that could be taken to resolve the issue. No adverse pt effects were reported.